Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed external flash error. The customer's blood glucose level was 243 mg/dl at the time of incident. The customer reported the battery was changed, received a battery out limit and changed the battery again. The customer states along with the error has low battery again. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify low battery alarm, battery out limit alarm, external flash error alarm due to blank display. Pump received with minor scratched display window, corroded battery tube, cracked battery tube threads and cracked reservoir tube lip.